Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying a meter message - to apply sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on "(B)(6) 2015, 6:45am". The patient manages her diabetes with oral medication, diet and or exercise. The patient denied making any change to her usual diabetes management routine as a result of the alleged meter message. The patient stated that on "(B)(6), 8:23am" after the alleged meter message appeared, she developed the symptoms of "lightheaded, dizziness, shaking and a headache". The patient denied any medical intervention was required. At the time of troubleshooting the cca noted that this was not the first time the patient had used the subject meter and the patient was using the correct test strips. However, the cca noted that the patient was using incorrect testing steps; the patient was applying the blood sample to the top of the test strip. The issue was resolved after walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.